Event description:
It was reported that in (B)(6) 2011, the patient received two xience stents; one in the ostial right coronary artery (rca), and one in the proximal circumflex artery. On (B)(6) 2013, the patient who has a history of diabetes, hypertension and kidney disease, was receiving dialysis and developed crushing chest pain. The patient was admitted to the hospital on (B)(6) 2013 with atrial fibrillation. On (B)(6) 2013, angiography showed what was suspected to be thrombus in the ostium of the rca stent. During catheterization, the physician attempted to engage a 6f guide catheter and while doing so, the patient developed bradycardia and hypotension. Medication was administered and the patient stabilized. The patient was taken off the table with the sheath left in place. At this time, the patient became unresponsive and stroke was suspected; however, head computed tomography (CT) scan was performed with no new findings. Stroke was not diagnosed. The patient complained of pain in the chest and right leg. Leg pain was determined to be related to a hematoma. Electrocardiogram showed signs of ischemic attack and the physician suspected that the thrombus was shutting down the rca. The patient was transferred to the intensive care unit. The physician made a comment that the patient was compliant with medications (plavix and aspirin) and may have developed an intolerance to plavix, but this could not be confirmed. Reportedly, the cause of the unresponsiveness is unknown; however, a possible cause was thought to be that due to the patient's dialysis treatments, only one arm could be used for introduction of medication as well as the blood pressure cuff.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, ischemia, pain, atrial fibrillation, bradycardia, hypotension, and thrombosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). When the patient became unresponsive, the blood pressure cuff had just been removed and it is thought that possibly all the medication that was administered entered her system at once causing the temporary unresponsiveness. On (B)(6) 2013, the rca and circumflex arteries were stented and the patient is reportedly stable.

Event description:
It was reported that in (B)(6) 2011, the patient received two xience stents; one in the ostial right coronary artery (rca), and one in the proximal circumflex artery. On (B)(6) 2013, the patient who has a history of diabetes, hypertension and kidney disease, was receiving dialysis and developed crushing chest pain. The patient was admitted to the hospital on (B)(6) 2013 with atrial fibrillation. On (B)(6) 2013, angiography showed what was suspected to be thrombus in the ostium of the rca stent. During catheterization, the physician attempted to engage a 6f guide catheter and while doing so, the patient developed bradycardia and hypotension. Medication was administered and the patient stabilized. The patient was taken off the table with the sheath left in place. At this time, the patient became unresponsive and stroke was suspected; however, head computed tomography (CT) scan was performed with no new findings. Stroke was not diagnosed. The patient complained of pain in the chest and right leg. Leg pain was determined to be related to a hematoma. Electrocardiogram showed signs of ischemic attack and the physician suspected that the thrombus was shutting down the rca. The patient was transferred to the intensive care unit. The physician made a comment that the patient was compliant with medications (plavix and aspirin) and may have developed an intolerance to plavix, but this could not be confirmed. Reportedly, the cause of the unresponsiveness is unknown; however, a possible cause was thought to be that due to the patient's dialysis treatments, only one arm could be used for introduction of medication as well as the blood pressure cuff. When the patient became unresponsive, the blood pressure cuff had just been removed and it is thought that possibly all the medication that was administered entered her system at once causing the temporary unresponsiveness. On (B)(6) 2013 the rca and circumflex arteries were stented and the patient is reportedly stable.